Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 10. Details of surgery: primary stability not achieved. On (B)(6) 2021, fracture of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, increased sensitivity and fistula. No further patient complications were reported.